Event description:
A us distributor reported a patient was experiencing add gel and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and adjust belt messages) has confirmed that the wires were broken at ¿ECG b¿. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.